Manufacturer narrative:
The ICD first underwent a status interrogation, the ICD was in the automatic safety program. The device status was mol2, the device had been implanted for 56 months. There were no communication problems between ICD and programmer. The ICD could be interrogated normally. The memory content of the ICD was analyzed. The check showed that the ICD detected inconsistent memory content on (B)(6) 2013. During the interrogation by a clinical programmer on (B)(6), the safety program was activated in accordance with specification to repair the inconsistent memory regions with a software download. In general, the device is capable to correct individual memory regions on its own. However, if only a memory region is affected that affects no therapy functions, a correction is only made during the interrogation of the ICD with a clinical programmer. A respective warning message is displayed to the user during the device interrogation. In a next step, the ICD underwent an electrical function check. The antibradycardic output signal was normal and matched the programmed values in the safety program. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. In particular, the charge time proved to be unremarkable. After a re-initialization of the ICD with the help of a clinical programmer, the ICD proved to work properly during another function test in regard to all therapeutic functions. The manufacturing process of the ICD was reviewed. The production documents did not show any anomalies that could be related to the clinical observation. All manufacturing steps had been carried out correctly. In summary, the activation of the safety program resulted from the automatic detection of inconsistent memory regions and the subsequent interrogation with the help of a clinical programmer. The ICD's capability to provide therapy was ensured at all times. The communication and interrogation of the ICD functioned without errors. Based on the defect manifestation, it cannot be ruled out that the reported magnetic resonance tomography examination contributed to the clinical observation. There is no indication of a material defect or manufacturing error.

Event description:
Ous MDR - ICD could not be interrogated on (B)(6) 2013. As agreed between the physician and biotronik hotline, the ICD was to be explanted. The patient underwent an MRI, which presumably led to the clinical observation.

Event description:
Ous MDR - ICD could not be interrogated on (B)(6) 2013. As agreed between the physician and biotronik hotline, the ICD was to be explanted. The patient underwent an MRI, which presumably let to the clinical observation.